Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation and pericardial effusion are related to user technique/procedural conditions as the clip perforated through the left atrium and entered the pericardium while the physician was maneuvering the device during straddling step in left atrium. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xt (lot: 31213r1062) was chosen for implantation. During straddling step in left atrium with steerable guide catheter, the clip broke through the left atrium and entered the pericardium. The clip was removed. Pericardial effusion occurred but was contained to the area. Protamine was administered. Two replacement mitraclips were implanted successfully xtw (lot: 40307r1080) and xtw (lot: 31017r1054). The procedure ended with mr reduced to grade 1+. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.